Event description:
Pt had functional endoscopic sinus surgery, bilateral ethmoidectomies and bilateral maxillary anthrostomies. Surgeon utilized linvatec shaver to perform surgery. Pt incurred loss of vision two days post-op in right eye. Subsequent right frontal craniotomy performed with right optic nerve sheath hematoma evacuated. Diagnosis unilateral monocular blindness after endoscopic sinus surgery.